Event description:
A report was received with the following complaint description: "if the unit is switched on and off within a short space of time the unit does not reset but freezes with a blank white raster and when switched off it must remain off for up to 20 seconds or so to be able to use the unit. The reported problem was observed during acceptance testing."